Event description:
It was reported that prior to surgery, it was observed that it was hard to attach the attachment device to the motor device. During in-house engineering evaluation, it was determined that the device overheated, had been tampered with internally, an unknown tape was found securing wires on the air tube and components not original to the device on the connector plug assembly and the snap ring on locking mechanism assembly was damaged and out of place. The device also failed pretests for functional test, temperature verification and visual assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was found that the device overheated, had been tampered with internally, an unknown tape was found securing wires on the air tube and components not original to the device on the connector plug assembly. The root cause for the failed functional test and temperature verification (over heating) was due to improper unauthorized repair. The root cause for the failed visual assessment of the snap ring on locking mechanism assembly being damaged and out of place was due to user error most likely due improper alignment of the attachment and forcing it on to the handpiece causing the snap ring to bend and deform. UDI: (B)(4).